Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery that the unit is smoking. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This final report is captured under cmp-(B)(4). The following sections were updated. B4, b5, d4, g3, g4, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the smoking issue was confirmed and the unit had a burning smell when powering up the intellicart and the fan would spin at times and very slow at others. The intellicart fan kit and filters were changed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.